Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck at the hub of the catheter. There were no complications or intervention reported with this event.